Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer reported that the small clip applier's tips broke while trying to load clips, the instrument was not used in the case. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that both of the instrument grips were found to be broken. The pieces that broke off were not returned with the instrument. No other damage was found. Failure analysis concluded that the damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken tips if to reoccur could cause or contribute to an adverse event.